Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-dec-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the company representative was told by the office that the patient was getting a new pump implanted on (B)(6) 2018 as the patient had an infection and the pump was removed over one month ago. The date of the event was unknown, but the company representative planned to follow-up for more information. The event occurred during normal use. It was further noted that the patient apparently had an infection at the pump site, so the pump and catheter were removed. The pump and complete catheter were explanted. The pump and catheter were not to be returned to the manufacturer as they were lost. It was noted that the devices were explanted without any discussions from the manufacturer. No diagnostic tests / troubleshooting was performed. There were no further actions planned/taken to resolve the issue. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being none. The issue was noted as having been resolved as of the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were indicated as having been requested but were unavailable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the onset date of the infection, it was clarified that the pump was removed more than 1 month ago and the exact date exact date was unknown. The company representative however did learn from the physician that none of the cultures from the patient¿s old pump site grew back any bacteria; no infection was at the site.